Event description:
The subject devices was implanted in 1998 during a cervical fusion at c6-7. At an unknown date post-operatively, the device was found to be broken. Final disposition of the device is unknown at this time.